Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited variation in r-wave amplitude. While attempting to reposition the lead, the helix was unable to retract. The lead was instead explanted and successfully replaced. The patient was stable following the procedure.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited variation in r-wave amplitude. While attempting to reposition the lead, the helix was unable to retract. The lead was instead explanted and successfully replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of r wave amp variation and high pacing threshold were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. Electrical test, visual inspection and x-ray examination did not find any anomalies.

Event description:
New information received notes that the right ventricular lead also exhibited high capture thresholds.